Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found insulation degradation at 4.4 cm to 4.5 cm and 5.0 cm to 5.4 cm from the connector pin.

Event description:
It was reported that the right atrial lead exhibited intermittent loss of sensing. The lead was explanted and replaced during a routine device change out.